Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels. Reportedly, customer had an undisclosed site issue that was thought to cause elevated bg levels; however, no specific bg value was provided. Customer also experienced a low bg of 63 (mg/dl). Reportedly, the customer is working with their health care provider to adjust pump settings. Although requested, no additional information was provided on the reported event.